Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h3, h6(investigation type & component codes) h3 other text : not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had no power. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: 10/3223): a getinge stm has confirmed with the customer via telephone that the device needed to be reseated into cart, the device was not charging due to console not being fully engaged into cart. After letting device sit for a night, the device fully charged up was put back into service, there was no further action needed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had no power. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.